Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer called during case setup to report universal surgical manipulator (usm3) faults. The customer elected to disable usm3 before calling and proceeded with setup using three usms. System logs confirmed usm3 errors. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed error log and confirmed errors of 48100 and 1137. Fse also observed error 32056 on the patient side cart (psc) helm when powered on. Universal surgical manipulator (usm3) was not operable at start up. Fse replaced usm3. Afterwards, system powered with no errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed error 32056 indicating axes controller, arm (aca) in usm3 failed to initialize i2c device followed by 1123 encoder error on arm3 usm, failed to read calibration data from searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where usm automatic gain control (agc) current test was failing on pitch/axis 2, replicating the reported event. Once testing was completed, the pitch searchlight printed circuit assembly (pca) and flat flex cable (ffc) were verified to be the source of the fault. Failure analysis was able to conclude that the pitch searchlight pca and ffc were found to be the root cause of the reported event.